Manufacturer narrative:
A used sample was received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Functional testing of the returned device was performed by inflating the cuff with air. The cuff did not fully inflate. The cuff was manipulated and then fully inflated. The reported problem was unable to be confirmed. No root cause could be determined as the complaint could not be confirmed. The instruction for use (IFU) inform the user to attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube. A corrective and preventive action (CAPA) was opened to address this trend for asymmetrical cuff. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test, the tracheostomy tube cuff would not inflate. No patient injury was reported.